Event description:
The user facility reported that during set up, the oxygenator red cardioplegia port cap was missing. The user facility reported that the product was changed out and surgery completed successfully.

Manufacturer narrative:
Terumo is still investigating this issue and will be submitting a follow-up report when more information becomes available. (B)(4).